Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.

Manufacturer narrative:
The epgs is 8 years old and never changed out. This is the back-up unit to the their other back-up unit. The customer has external (pole mounted blenders on their other two units). The fsr found the epgs unplugged inside the system-1. The fsr replaced the oxygen (o2) sensor. The epgs still will not calibrate. The user facility's biomedical engineer (biomed) does not want this epgs replaced.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) confirmed that filters did not need replacement. The fsr confirmed that the customer is aware of the manufacturer's policy for reconditioning. No additional action will be taken at this time.